Event description:
During inspection and performance verification testing that the audio alarm assemble worked intermittently. The distributors own biomedical technician inspected the device and replaced the audio alarm assembly. The unit passed extended self testing and performance verification testing. It is not verified that alarm malfunctioned prior to leaving the hospital facility that rented the vent, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
The device was repaired by mediq prn's own svc ctr biomedical tech. The tech had called our technical support dept for troubleshooting assistance. The biomed after repairing the vent disposed of the parts.